Event description:
The catheter was placed in or as the patient underwent open heart surgery. No problems were charted during insertion. When the nurse went to remove the catheter, it was found sheared. They do not know how the shearing occurred. The catheter was successfully retrieved via surgical intervention. No xrays were taken to look for the catheter. Patient was sent home and was fine.

Manufacturer narrative:
A prepaid mailing label and tube were sent to the customer for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).